Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Initial reporter occupation - other; sales representative. Device evaluation - the driver is fractured with the tip portion missing. The fractured surface was examined by eye and with the aid of a 5x loop. The fracture surface is skewed relative to the driver's longitudinal axis with multiple fracture planes present. This type of fracture is typical of torsional loading with bending moment application. It is unknown if the failure was solely due to its last usage or if a fracture may have been initiated in prior usage that ultimately culminated in part failure. Review of device history records found fourteen (14) pieces of lot 17549ps released for distribution on 3/12/2018 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.

Event description:
Information received from the sales representative indicates that during a procedure performed on an unknown date, utilizing the reform pedicle screw system, the tip of the lock-screw torque driver (39-rd-0060) broke while final tightening. The procedure was completed utilizing another driver and handle readily available in the set. There was no patient injury, but there was a five (5) minute delay to the procedure due to the malfunction.